Event description:
It has been reported that the syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found experiencing 10 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: customer conducted visual inspection and confirmed fms. Bdj will send 10 samples.

Manufacturer narrative:
Ten (10) samples and thirty-eight (38) photos were received from the customer for investigation. The samples were labeled one (1) to ten (10) which corresponds to numbers on the photos provided by the customer. The sample labeled ¿1¿ has two (2) spots of foreign matter on the barrel. The spots were measured and one (1) spot was about 0.025 inches long and the second (2nd) spot was about 0.028 inches long. The sample labeled ¿2¿ has four (4) spots of foreign matter on the barrel. The largest spot was about 0.038 inches long. There were also two (2) ink dots on the blister pack with the largest being 0.029 inches long. The sample labeled ¿3¿ has one (1) spot of foreign matter on the barrel. The spot was measured and was about 0.019 inches long. The sample labeled ¿4¿ has five (5) spots of foreign matter on the barrel. The largest spot was about 0.017 inches long. There was also one (1) black spot sealed in the seal in the top web which is 0.015 inches long. The sample labeled ¿5¿ has one (1) spot of foreign matter on the barrel. The spot was about 0.019 inches long. The sample labeled ¿6¿ has five (5) spots of foreign matter on the barrel. The largest spot was about 0.066 inches long. The sample labeled ¿7¿ has one (1) spot of foreign matter on the barrel. The spot was about 0.031 inches long. The sample labeled ¿8¿ has one (1) spot of foreign matter on the barrel. The spot was about 0.021 inches long. The sample labeled ¿9¿ has one (1) spot of foreign matter on the barrel. The spot was about 0.039 inches long. There was also one (1) black foreign matter in the top web of the blister pack which is 0.024 inches long. The sample labeled ¿10¿ has three (3) spots of foreign matter on the barrel. The largest spot was about 0.023 inches long. All the foreign matter was examined by a quality control representative who visually identified the foreign matter as embedded burnt resin from the barrel molding process. Thirty-eight (38) photos were also provided by the customer. The first (2) two photos show the returned samples which have been labeled one (1) through ten (10) and the second (2nd) photo shows the lot number and expiration date of the batch associated with this complaint. The next three (3) photos show the sample labeled ¿1¿ and the two (2) spots of embedded foreign matter on the barrel. The next (3) photos show the sample labeled ¿2¿ and the four (4) spots of embedded foreign matter on the barrel along with a photo of a two (2) ink spots in the blister pack packaging. The next two (2) photos show the sample labeled ¿3¿ and the one (1) spot of embedded foreign matter on the barrel. The next six (6) photos show the sample labeled ¿4¿ and four (4) photos of spots of embedded foreign matter on the barrel along with a photo of an ink spot in the blister pack packaging. The next three (3) photos show the sample labeled ¿5¿ and two (2) photos of spots of embedded foreign matter on the barrel. The next four (4) photos show the sample labeled ¿6¿ and three (3) photos of spots of embedded foreign matter on the barrel. The next four (4) photos show the sample labeled ¿7¿ and two (2) photos of spots of embedded foreign matter on the barrel along with a photo showing a slight printing smudge. The next two (2) photos show the sample labeled ¿8¿ and the one (1) spot of embedded foreign matter on the barrel. The next five (5) photos show the sample labeled ¿9¿ and three (3) photos of spots of embedded foreign matter on the barrel along with a photo of an embedded black foreign matter in the blister pack packaging. The next four (4) photos show the sample labeled ¿10¿ and three (3) photos of spots of embedded foreign matter on the barrel. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the measurements of the embedded foreign matter only samples ¿2¿, ¿6¿, ¿7¿, and ¿9¿ would exceed the size limits in the customer specification and be rejectable none of the spots in the packaging would exceed the size limits in the customer specification; therefore all the packaging is acceptable. Embedded foreign matter (fm) can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Bd acknowledges that the returned samples had embedded foreign matter in the barrels, occurrences would not exceed the acceptable quality level (aql) for the batch; therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 60 ml ll tip 1 ml 2 oz in 1/4 oz has been found experiencing 10 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: customer conducted visual inspection and confirmed fms. Bdj will send 10 samples.